Event description:
During a patient use event, the device stated "analyzing interrupted". The user states the patient's body was dry and free of hair and there was no movement. Pads were connected to a second device and analysis was completed and a shock delivered. The first device was tested later by the user and worked as expected. The patient was a (B)(6). The patient did not survive. Date of death: (B)(6) 2017.

Event description:
During a patient use event, the device stated "analyzing interrupted". The user states the patient's body was dry and free of hair and there was no movement. Pads were connected to a second device and analysis was completed and a shock delivered. The first device was tested later by the user and worked as expected.